Event description:
It was reported that this implantable pacemaker device has 2.5 years battery remaining and during the recent checked, the device has reached elective replacement time (ert) in a span of 4 months. Boston scientific technical services (ts) assessed and reviewed which indicated that there were no changes to programming or pacing percentage, pacing impedance or auto capture. Subsequently, this device was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported.